Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely accidental failure of the parts of the patient circuit boards or buckling of a part of a terminal of the video connector socket caused by use of a videoscope cable used in combination. This issue is addressed in the instructions for use (IFU): "caution: do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Confirm that the electrical contacts inside the video connector socket of the video system center are not damaged."

Manufacturer narrative:
The device was not returned to the service center for evaluation. A review of the instrument history was performed and no service/repair record was since the date of purchase on (B)(6) 2017. The cause of the reported event cannot be determined. The instruction manual states ¿before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and see chapter 9, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 9, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿

Event description:
The service center was informed that during preparation for use, the video system display was fuzzy and then went black. There was no patient involvement reported.